Event description:
Patient alleges receiving implants on june 29, 1973. Patient also alleges she suffers from fibrocystic disease, ductal hyperplasia, chest pain and internal adhsions caused from her implants. Patient also alleges she had her implants removed on oct. 27, 1994 due to rupture. Evaluation of devices by dr. Indicates bilateral ruptured devices.

Manufacturer narrative:
Conclusion: 68a other (no device returned.)

Event description:
Patient alleges receiving implants on june 29, 1973. Patient also alleges she suffers from fibrocystic disease, ductal hyperplasia, chest pain and internal adhesions caused from her implants. Patient also alleges she had her implants removed on oct. 27, 1994 due to rupture. Evaluation of devices by dr. Indicates bilateral ruptured devices.

Manufacturer narrative:
Conclusion: 68a other (no device returned)